Manufacturer narrative:
The insulin pump received with energizer industrial alkaline battery installed. The insulin pump alarmed prime alarm during prime test and alarmed motor error during basic occlusion test. The insulin pump passed displacement test. Unable to perform occlusion test and excessive no delivery test or test the operating currents and off no power alarm due to prime alarms. The insulin pump had a severely scratched display window, cracked reservoir tube, cracked battery tube threads, scratched case, cracked case at display window corner and bleeding lcd glass. The insulin pump responded properly to button presses. The insulin pump is not on normal mode, unable to attempt to up load to carelink.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report. The insulin pump alarmed prime during prime test and alarmed motor error during basic occlusion test due to moisture damage on force sensor found during destructive testing. The insulin pump had moisture damage on motor slide and moisture damage noted on lcd glass frame. The insulin pump was tested the electronic stack with the resistor. The insulin pump passed resistor test.

Event description:
It was reported that the customer passed away while wearing the insulin pump and an autopsy was conducted. The coroner requested assistance with retrieving the history. It was stated that insulin pump displayed an alarm, but the coroner was unable to clear. After the battery was changed an empty reservoir warning appeared, and the device started to rewind. While attempting several times to download the information the alarm appeared, and the device was stuck on rewind loop. It was stated that a strong smell of insulin from the device was noted, and it was extremely dirty from normal use. Then the escape button was pressed to retrieve the status screen, and it showed that the last bolus of 5.0 was taken on (B)(6), 2013. The device was on (B)(6) language not (B)(6) as expected. The last blood glucose was 1.4mmol, and the ambulance was called. When the coroner open the body bag the device was alarming motor error and the reservoir was empty. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.